Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred at 7:09am on (B)(6) 2015. At this time the patient obtained blood glucose readings of ¿2.2, 5.6 and 6.4mmol/l¿ with the subject meter within 20 minutes of one another. The patient stated that they manage their diabetes with insulin pump therapy and test their blood glucose levels ¿5-6 times per day¿. The patient did not take any immediate action with regards to their normal diabetes management routine as a result of the alleged product issue. At 9:46am the same morning the patient experienced symptoms of ¿confusion, sweating, panic and anxiety¿. In response to these symptoms the patient self-treated by having a glucose drink at 10am. No further blood glucose results were provided by the patient at this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient did not have any control solution available to walk through a retest. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned on 5/8/2015 and further evaluated by lifescan product analysis on 5/12/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.